Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have experienced tremendous pain and discomfort. While out of the country on vacation the pain was so unbearable they had to have an emergency dental procedure. Their nerve in their front tooth was so inflamed that the dentist had to deaden the nerve in the front tooth and now they have discoloration. This is the result from using the aligners. Documentation provided also stated that patient needs to cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.